Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Hardware device interaction testing was performed on a homechoice machine with acceptable results, no leaks or issues were noted during testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during priming of the device for peritoneal dialysis therapy. The leak occurred due to the "tubing not covering connector piece"; the plastic bent to the side and did not cover connection piece. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.